Event description:
The customer reported via phone call that the insulin pump alarmed no delivery in the past. The customer's blood glucose was 275 mg/dl. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was advised to call back when the issue occurred in order to troubleshoot properly. The customer also mentioned that there was a crack in the battery compartment of the insulin pump where it threads. The customer stated the damage may have occurred by tightening the battery compartment. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.